Event description:
The doctor indicated that one of his pts, who received a tgs uka on (B)(6) 2010, was seen in clinic approximately (B)(6) 2010 and reported with pain, no adverse x-ray findings. The doctor scheduled a follow up exam for (B)(6) 2010; pt presented with a tibial component collapse that day. Pt was scheduled for conversion to a total knee on (B)(6) 2010. During the procedure, the doctor noted that the proximal tibia was fractured. The surgeon noted that the tp was hunting and fell seven weeks ago and the pain began immediately after this and progressed. X-rays shortly after the fall were unremarkable. During the surgery on (B)(6) 2010, it was clear he sustained a fracture of the anteromedial tibial rim.

Manufacturer narrative:
Additional info: lot# 0910036, catalog# 100036, exp date: 10/2011, device manufacture date: 10/2009. Product was not returned for eval. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional info received, the investigation may be re-opened.